Event description:
Patient had bilateral breast implantation in 1979. Recently mammogram suggestive of possible rupture, right. Upon surgical inspection, both left and right implants were found to be ruptured without evidence of gel extracapsullarly, but rather the gel contained within the scar capsule intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.